Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was scratches in the screen and it was difficult to saw. The customer's blood glucose value was unknown. The customer reported that battery life was diminished and battery lasts only 5 to 7 days, and had unexplained no delivery alarm. The troubleshooting was not performed. The insulin pump will not be returned for analysis.